Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged. The comb, bottom roll, gear, ratchet gear, carrier guide and side plates were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to design issue. The event is confirmed. Item number: 00770301500 item name: z.s.g.m. Cutter 1.5:1 ratio (caution: sharp); serial # (B)(6). Item number: 00770302000; item name: z.s.g.m. Cutter 2:1 ratio (caution: sharp); serial # (B)(6). Item number: 00770303000; item name: z.s.g.m. Cutter 3:1 ratio (caution: sharp); serial # (B)(6). Item number: 00770304000; item name: z.s.g.m. Cutter 4:1 ratio (caution: sharp); serial # (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during testing the mesher on the skin graft was broken. There was no patient involvement. Due diligence is complete, no further information is available. After evaluation of the returned product, it was determined that the device had a damaged comb.